Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
High impedance and no capture threshold was reported after implant. Patient slept with his arm above his head, dislodgement is suspected. Lead was explanted and replaced.